Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead lot#: unknown serial#: product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot#: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient system was replaced in 2023, and that when healthcare professional (hcp) attempted to explant the lead, it broke and cracked where it connects and the hcp was unable remove the lead in its entirety. Patient stated they had a previous scan about 2 months after their system replacement in 2023 and MRI mode showed the same information as today but facility proceeded with the scan. Patient stated the facility contacted mdt at that time in 2023 and was told they were eligible for MRI - patient didn't provide if mdt was aware of lead fragment at that time.